Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (p/n 319.006 lot 5079382) was received with the needle component broken off from the slider. The transverse fracture of the needle is located at the interface between the needle and slider. The protection sleeve component was not returned and is missing. No other issues were identified. Dimensional inspection: needle shaft diameter was measured and found to be conforming per relevant drawing. Document/specification review: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the depth gauge for 2.0mm and 2.4mm screws (p/n 319.006 lot 5079382) as the needle component was broken off from the slider. The protection sleeve component was not returned and is missing. No definitive root cause could be determined. It is possible that the broken condition was due to excessive/unintended forces. It is possible that the protection sleeve was misplaced during surgery/reprocessing. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part # 319.006. Synthes lot # 5079382. Supplier lot # na. Release to warehouse date: 14 sep 2005. Manufactured by synthes brandywine. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the depth gauge for 2.0 mm and 2.4 mm screws came to sterile processing with the needle broken off. The depth gauge needle has broken off where it meets the plastic entry point. There was no patient involvement. It was noted that upon visual inspection, protection sleeve component is missing. This is report 1 for 1 (B)(4).